Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. Batch # unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: is the current patient status known? There was no impact in the patient status was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patiente consequence in terms of outcomes expected. Procedure: laparoscopic gastrectomy. Incident: echelon's charge was placed correctly, according to the IFU and by a nurse accustomed to such procedure. After the introduction of the machine into the abdominal cavity, and when they perform the articulation of the machine, the load becomes loose and releases unformed staples in the abdominal cavity. The staples were removed, as well as the load. Another load was placed and worked well. Did not keep neither the machine nor the load investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 363c55, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgical procedure, the refill for the machine linear suture with staples, releases from the machine inside the abdominal cavity of the patient, and releases the open staples. The staples were later removed with the help of a laparoscopy clamp. No patient consequences reported. No further information is available.